Event description:
On (B)(6) 2014, avea ventilator serial number (B)(4) failed to ventilate a patient and the alarm did sound. Respiratory technician found the display screen blank, manually ventilated patient and placed patient on new vent. This vent went to the manufacturer in april and was returned to (B)(6) on (B)(6) 2014, did not pass inspection here and was sent back to the company for further review. On (B)(6) 2014, avea ventilator serial number (B)(4) also failed to ventilate a patient and the respiratory technician stated there was no alarm. The patient was manually ventilated and was placed on a new vent. Since (B)(6) 2014, we have suspended utilization of avea ventilators and are currently renting a different manufacturer's ventilator. We have had multiple phone conferences with the carefusion team in (B)(6) concerning their equipment. They still currently have both ventilators which they state are repaired or they were unable to reproduce the event where there was no alarm. (B)(4).